Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. According to the customer, when they press the calibration button on the central control monitor (ccm) screen, the occluder starts to calibrate but then stops and the calibration button appears again. The perfusionist checked the module and said the occluder module light emitting diode (led) remains green. The cable connection to the module was also checked and was reset however, this did not resolve the issue. The perfusionist tried calibrating 3/8th inch tubing and with no tubing, but same result happened for both. Per field service representative (fsr), the customer was sent a loaner occluder head, which they installed and it solved the issue. The defective occluder head was sent to the manufacturer for further evaluation and repair.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the occluder will not stay calibrated. As a result, they used a clamp to occlude and did not use the occluder. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) opened the perfusion screen and performed calibration of the device under test (dut) occluder head by pressing the "cal" button on the occluder slider control. The dut closed partially against the tubing then stopped. The "cal" button re-appeared and the message "calibrate occluder" appeared in the message area at the top of the perfusion screen. The pst swapped the dut's linear potentiometer with a lab use only (luo) unit. The issue followed the dut potentiometer by creating the exact symptoms in the luo occluder head. The dut occluder head operated as designed confirming that the dut potentiometer is the cause of the failure. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.